Event description:
Pt was receiving second unit of blood. While attempting to fill compressed drip chamber by squeezing blood bag with attached filter, filter split at seam and sprayed blood from filter. This was a new filter for this blood transfusion.